Manufacturer narrative:
The customer repaired the system and cancelled the service call.

Event description:
The customer reported that the 8800 system would restart suddenly. No patient injury was reported.